Event description:
It was reported that stent dislodgement occurred. The very stenosed target lesion was located in the common iliac artery. A 8.0x30x135cm express ld iliac / biliary stent was advanced to treat the lesion. The stent dislodged from the stent delivery system due to the tight stenosis. The stent began to float in the vessel. The stent delivery system was advanced inside the dislodged stent and deployed at a non target area of the iliac. Additional stenting with another of the same of device completed the procedure. No further complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).